Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the patient died.The 80% stenosed target lesion was located in the tortuous and moderately calcified proximal left circumflex artery (LCX). After the lesion was well prepared, a 3.00 x 24mm Synergy Shield drug-eluting stent was advanced and deployed to treat the lesion. Post deployment, the patient was stable and was transferred to the coronary care unit. The patient developed chest pain and subsequently went into cardiac arrest. Cardiopulmonary resuscitation was initiated; however, the patient died. The official cause of death was cardiac arrest. No autopsy was performed.